Event description:
It was reported that a patient experienced a stroke. A magnetic resonance imaging was performed and the patient. Required prolonged hospitalization. No more information was provided.

Manufacturer narrative:
No product information was provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.